Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: the weight the device within specification, crease fold and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken on anterior, missing shell on anterior (0-25%) and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern on anterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV" and "right side creases". Device has been explanted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV" and "right side creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.